Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One tapered screw-vent implant with mp-1 ha dual transition selective surface (tsvh13) was returned for investigation. Visual inspection of the returned product identified that the implant had fractured at the collar. Additionally, there was bone residue around the external threads due to usage. Functional testing and dimensional analysis could not be performed since the implant was fractured. The reported device was located on tooth # 30 and had been implanted for approximately 6 years. X-ray or picture images were not provided and no other information was provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported implant fracture. The reported complaint is confirmed. Per visual inspection, the implant was fractured at the collar. A definitive root cause for this complaint could not be determined. The following sections have been updated: date of this report, expiration date, date received by manufacturer, type of report, follow-up number, follow up type, device evaluated by manufacturer: change ¿no' to 'yes', device manufacture date, evaluation codes, additional narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number: k011028 / k013227.

Event description:
It was reported that the implant platform was fractured.